Event description:
It was reported that the pump started to alarm 5-6 days ago and the caller was not sure if the patient had missed a refill. There was report that the pump was empty and the patient was experiencing terrible withdrawal. The patient had sought out care for his withdrawal and he was given 12 hour release morphine pills and smaller morphine pills to take between doses. The patient had lost his medicaid insurance but had reapplied and the medicaid status was pending. The caller found a hospital that had an income based care program and it was unknown when the pump would be filled or if there was a physician in the income based program that fills pumps. This device system delivered morphine. Additional information was requested to verify resolution and current patient status. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Updated to reflect the patient's weight around the time of the event. Updated to reflect the information received on 2017-dec-01 d4. Updated with the unique identifier of the patient's devic. Updated to reflect the facility associated with this event. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-dec-01. It was reported that the patient had been through withdrawal three times because he missed refills. It was noted that the most recent occurrence was on (B)(6)2016 and the first two occurrences were about a year apart prior to the most recent occurrence. No further complications were reported or anticipated. (B)(6)2017 (B)(6), telph (hcp): additional information was received from the patient's healthcare provider on 2017-dec-07. The patient's weight shortly after april 2015 was provided. No further complications were reported.